Manufacturer narrative:
The investigation did not identify a product problem. The event was consistent with sample-related factors, such as a lower than intended target concentration within the sample volume analyzed by the assay, or with variations within the intended test target. There is a risk of false-negative results due to the innate nature of microbes

Manufacturer narrative:
Medwatch field d4 lot no was updated. The two patient samples were received for further investigation. Both samples were tested, and staphylococcus and staphylococcus aureus were detected. The investigation did not identify a product problem. The cause of the event could not be determined, but the event was consistent with sample-related issues. It was possible that a lower than intended target concentration was within the sample volume analyzed by the assay.

Manufacturer narrative:
The eplex base unit serial numbers were (B)(6). Sampler material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of false negative staphylococcus aureus results for two samples from the same patient using the eplex blood culture identification panel - gram positive (bcid-gp) panel results with the eplex base units. The samples were from the same patient but different bottle sets. The tests were performed on (B)(6) 2025. Sample 1 was tested on analyzer eplex serial number (B)(6) multiple times and then tested on eplex serial number (B)(6). Sample 2 was only tested on eplex serial number (B)(6). All of the results from the eplex analyzers were staphylococcus species. The culture results were staphylococcus aureus (mssa).